Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and non-calcified iliac vessel. A 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on the third inflation at 12 atmospheres for 1 second, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.